Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2023 - 01296.follow up with customer has confirmed that this event does not meet the requirements of a reportable event. There will be no more medwatch submitted for this implant.

Event description:
Follow up with customer confirmed that this implant failed due to non integration.

Event description:
It was reported that the implant was removed. Customer reported stripped screw, tooth 14. No further information available after due diligence performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D10: unknown screw, lot number unknown. E1: initial reporter¿s title is not provided / unknown.